Event description:
It was reported that prior to this interventional procedure, the patient presented to the hospital with acute st elevation myocardial infarction, cardiac arrest, and received cardiopulmonary resuscitation. During the stenting procedure, during advancement for post dilatation in the non-tortuous, heavily calcified left main coronary artery, a 4.0 x 8 nc trek coronary dilatation catheter encountered resistance with the calcified vessel and the newly deployed non-abbott stent. The hypotube of the nc trek was thought to have kinked during advancement. The nc trek was inflated but would not deflate. It was thought that the kinked hypotube resulted in the failure to deflate. During removal resistance was met when it was pulled into the guiding catheter. The nc trek and guide catheter were retracted into the aorta where the nc trek was deliberately inflated until it ruptured. The nc trek was then removed through the guide catheter. During this time, the patient had ischemic changes (st changes) on electrocardiogram, which resolved after the trek was removed. The patient was reportedly doing fine and was monitored at the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.